Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) unit has an automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit has an automatic inflation failure.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and it was found that the iabp had blood in it and parts needed to be replaced. The fse replaced the condensate removal module, purge valve assembly, 0.062" ID tubing, pneumatic component coupling male, blood detected tube and safety disk assembly. After the parts were replaced, the iabp could be used normally.

Event description:
It was reported that during preventive maintenance (pm) it was found that the cs100 intra-aortic balloon pump (iabp) had a battery failure. It was also stated that the iabp had an automatic inflation failure in the past (mfg report number 2249723-2024-01917). There was no patient involvement.